Manufacturer narrative:
Patient information is unknown. This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 the original surgery with a variable angle-locking compression plate (va-lcp) plate was performed for distal radius fractures. On (B)(6) 2018 a scheduled explant surgery was performed for the va-lcp plate removal. It was reported that the head of a va locking screw broke during the plate removal. It was noted that fragments were generated and were removed with difficulty but without the need for additional medical intervention. The surgery was successfully completed without a delay. There was no adverse consequence to the patient; the patient outcome was reported as stable. Concomitant device: variable angle-locking compression plate (part/lot unknown, quantity 1). This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).

Event description:
Device report from synthes europe reports an event in japan as follows: it was reported that on august 09, 2017 the original surgery with a variable angle-locking compression plate (va-lcp) plate was performed for distal radius fractures. On april 03, 2018 a scheduled explant surgery was performed for the va-lcp plate removal. It was reported that the head of a va locking screw broke during the plate removal. It was noted that fragments were generated and were removed with difficulty but without the need for additional medical intervention. The surgery was successfully completed without a delay. There was no adverse consequence to the patient; the patient outcome was reported as stable. Concomitant device: 2.4mm va-lcp 2 column volar distal radius plate 6 hole head/2 hole shaft-right (04.111.620s, lot l334644, quantity 1) this report is for one (1) unknown va locking screw this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event description/concomitant devices update 510k: this report is for an unknown va locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Partial part number 04.210.1xx date returned to manufacturer subject device has been received and is currently in the evaluation process. H11 corrected data: g2: physical manufacture site is unknown device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Please note that based on length measurement (16.61mm), the plate used (mentioned in complaint description) and visual inspection the unknown locking screw is most likely part number 04.210.116 and will be treated as such. The implant was received with the reported condition of ¿broken (2+ pieces) intraoperatively : rm¿. At customer quality, the returned implant was inspected and the complaint of broken screw head was confirmed. The following investigation flow was performed: broken: the returned implant was examined and the complaint condition was able to be confirmed as the screw head had sheared off from the rest of the implant, the balance of the device shows some wear and tear an indication the screw was implant and subsequently explanted. The received condition agrees with the complaint description. A DHR review could not be performed as the lot number was unknown. Relevant drawings for the returned device were reviewed: no design issues or discrepancies were noted. And determined to be suitable for the intended design and application when used as recommended. Dimensional analysis if the threaded shaft is not applicable due to post manufacturing damage. Dimensional inspection was performed as below per relevant drawing: feature specifications per drawing: head thread major diameter was measured. The measured dimensions were found to be within the given specifications per 02_210_106 (rev h). The cause for the complaint is most likely associated with the application of excessive force during screw removal as the implant was inserted almost 8 months ago. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.